Event description:
It was reported that the patient was previously treated for a brain avm at another hospital. At that time, an ultraflow catheter was used to deliver onyx (embolic agent) and became entrapped in the brain which resulted in a stroke. Subsequently, the care of the patient has transferred to this hospital. The doctor evaluated and observed one end of the catheter in the aorta and the other end attached in the avm.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.